Manufacturer narrative:
The manufacturer previously reported that the epiq cvx ultrasound system froze and shut down. Additional information was obtained indicating the malfunction occurred only during a routine transthoracic exam and not a critical procedure. There was no reported harm to user or patient. Therefore, this product malfunction is now considered to be a non-reportable event.

Manufacturer narrative:
An addendum report is being submitted to provide the date received by manufacturer with the philips¿ become aware date. The information is in the g3 field.

Event description:
The customer reported that the epiq cvx ultrasound system froze and shut down. There was no patient or user harm associated with this event. This is being reported out of an abundance of caution as it is not known if this occurred during a critical procedure. Additional information is being gathered regarding event details and root cause of the issue, which will be included in a follow up report.